Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. During the evaluation of the returned device the stent was found to be released which matches the information received by the customer that the stent had been implanted. During the performed patency test, a device compatible guide wire could be advanced into and removed from the system without issue. No device deficiency was found. Therefore, the reported event could not be reproduced. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. This type of event may be related to insufficient flushing of the delivery system. The event also may be related to the usage of inappropriate accessories, e.g. A damaged or wrong sized guide wire. A hydrophilic-coated guide wire can become stuck in the system if not kept wet throughout use. The reported application for treatment of the may-thurner syndrome in the left iliac vein represents an off-label use of the device which is considered another contributing factor to the reported event. Furthermore, the reported event may be use-related as rough handling of the device especially during unpacking or preparation may lead to damage to the catheter and subsequent deformation of the inner lumen. On the basis of the information available, a definite root cause for the reported event could not be determined. The IFU states: "visually inspect the bard e-luminexx vascular stent system to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment." Also the IFU states that the delivery system must be flushed with sterile saline until saline drips from the distal tip of the catheter. Furthermore, the IFU states that the device is indicated for use in the iliac and femoral arteries. The safety and effectiveness of the device for a treatment as described has not been established.

Manufacturer narrative:
The device history records are being reviewed. The investigation is currently underway. (B)(6). Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p080007. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that while advancing the system to the lesion resistance was felt between the guide wire and the delivery system. Finally the physician could advance the stent to the lesion with some difficulty and deployed the stent successfully. The coating of the guide wire tore off, when the delivery system was removed from the patient. There was no patient injury reported.